Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation

Event description:
It was reported that during the test carried out in the imaging department, using the contrast injection pump, the equipment went into alarm when it reached the maximum flow rate of 5 ml/sec, indicating that the catheter cannot withstand the pressure generated in this condition of use. Test carried out on a sample, outside the patient. In the functional test in the imaging sector, when operating the contrast injection pump at the maximum flow rate of 5 ml/sec, a pressure alarm was triggered, indicating that the catheter could not withstand the required pressure.